Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung resection, when they tried to fire the device, the stapler was not able to fire. The surgeon able to press the green button but was not able to squeeze the handle. They replaced new staples to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung resection, when they tried to fire the device, the stapler were not able to fire. The surgeon able to press the green button but was not able to squeeze the handle. They replaced new staples to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the I-beam was advanced, keeping the reload clamped and engaged in interlock. The I-beam could not be returned to its neutral position. The reload was disassembled for review of potential bent laminate conditions. Bent laminate conditions were not found but bent h-limiter was found. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. The I-beam remained at the 0 cm cut line and had to be forced back to its proper position after retracting the retraction knobs on the handle. One blowout plate was plastically deformed and the knife bar laminates were deformed in the area of the pivots. Damage noted on knife edge leading surface. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Additionally, the investigation detected a secondary condition of being articulated out of range that ha s a relationship to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.